Manufacturer narrative:
A review of the customer provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae) and the following additional information was provided: this image appeared to show a broken grip cable. The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, upon opening the monopolar curved scissors (mcs) instrument, it was noticed that the cable on the wrist of the instrument way frayed. The mcs instrument was not used from that point on and another mcs instrument was utilized to complete the procedure. The customer noted there was no significant time lost with an estimated delay of three minutes. The procedure was completed with no reported injury.